Event description:
A customer contacted beckman coulter inc, (bec) and stated that erroneous white blood count (wbc) and hemoglobin (hgb) results were obtained on eight (8) patients analyzed on the coulter lh 750 analyzer. The erroneous results were reported out of the laboratory. The results that were in question were immediately caught and corrected. The customer stated that the problem was intermittent and qc was within specifications before and after the event. The customer declined the requested to release instrument printouts of the erroneous and corrected results. The customer instead provided a summary of values for one patient. Review of the information provided, indicated low hct, mcv, mch, and mchc values when compared to those obtained on the other two instruments. There was no death, injury or an effect to patient treatment associated with this event.

Manufacturer narrative:
The customer discontinued use of the instrument when the issue was identified. A field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the low hgb results were due to a build up of debris in the y fitting for the wbc bath drain assist pathway. The fse cleared out the pathway, ran forty eight (48) blood samples in duplicate and all hgb results reproduced properly. The instrument is running within specifications since the service performed by the fse. The event was caused by the build up of debris in the y fitting for the wbc bath drain assist pathway.